Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received.

Event description:
The customer contact reported the patient received more medication than intended. The pump was returned to the biomedical engineering department with a report that indicated, "incident was possible narcotic overdose for patient". No specific patient information, pump programming, or event details were provided. Though requested, the customer declined to provide additional information including patient outcome.